Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient experienced ¿strong and irregular heartbeats¿ two days post implant of the cardiac resynchronization therapy defibrillator (crt-d). Patient stated the clinic reviewed the patient transmission report and noted ¿everything was working properly.¿ follow up with the physician office noted that the device was reprogrammed. The device is still in use. No further patient complications have been reported as a result of this event.